Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with two 350cc mentor memorygel breast implants, suffered bilateral capsular contracture; baker grade IV on the left side and baker grade iii on the right side, post-operatively. As a result, the patient was scheduled for bilateral implant explantation on (B)(6) 2019. This medwatch form is for the left breast prosthesis.